Manufacturer narrative:
Product analysis: analysis of the logs was able to confirm that the application crashed and occurred due to a date/time picker value selection issue in which the application crashed after the ok button was pressed post changing implant date in patient information. Analysis noted that the issue was a known documented issue that occurred after an update to the mobile tablet software platform and a fix had not yet been implemented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer application crashed while using the analyzer. It was noted that the screen went white and a message appear stating to contact the company. The application was closed and relaunched and worked without further issue. The programmer and application remain in service. No patient complications have been reported as a result of this event.